Event description:
It was reported that the lead was capped for an unspecified reason during a lead revision procedure. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts are being made to obtain additional information. If additional relevant information is received, a supplemental report will be submitted.